Event description:
It was reported on a returned implant patient registry (ipr) card that the patient expired three days post transcatheter aortic valve replacement (tavr). No additional information is available at this time.

Manufacturer narrative:
Despite exhaustive attempts to obtain the cause of death and the device's relationship to this event, the cause for death remains unknown. It does not appear that an edwards representative was at the transcatheter aortic valve replacement (tavr) procedure. A request for the medical records pertaining to the event was denied. No allegation has been made relating the patient's death to the sapien valve, and there is no evidence to indicate that the sapien was related to the patient's death. No further actions will be performed at this time.

Manufacturer narrative:
The investigation is ongoing.